Event description:
Patient presented with hip pain so doctor removed implants and placed a new constrained liner. It was a left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Patient kept the device.

Manufacturer narrative:
An event regarding patient pain involving a constrained acetabular liner was reported. The event was not confirmed. Method & results: device evaluation could not be performed as no items were returned. Insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusion; the exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
Patient presented with hip pain so doctor removed implants and placed a new constrained liner. It was a left hip.